Event description:
It was reported that during a revision of a gastric band to a roux- en -y procedure the device was used with a gold reload. The staples were malformed staples. The surgeon and rep spoke stating that it was possible that the staples were malformed due to the surgeon firing the device across the first staple line of the lts60a. The surgeon decided to changed from a roux- en -y procedure to partial gastrectomy procedure due to the length of time the patient was under anesthesia and the device performance. The surgeon pulled another device to trim the pouch. A leak test was performed and there were no bubbles seen. The case was completed with no further patient consequence. The patient is doing well. The device was discarded. (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.